Manufacturer narrative:
This lead will be returned for analysis. Upon anlaysis, this event will be updated.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that during a normal device replacement just before the procedure a warning was noted. Right atrial (ra) lead impedances appeared stable while the amplitudes had decreased. During the explant procedure of this device the right atrial lead was pulled out of the header and at the same time had broken in the hands of the physician. Insulation damage was noted. A part of the lead was left in the patient as this lead had been implanted for a long period of time and the physician felt that extracting the lead would put the patient at a greater risk. The physician believed that the lead fracture was due to the position of the lead beneath the device. Another right atrial lead was not implanted, while the device replacement procedure was finished successfully. No adverse patient effects were reported.